Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had spoken with a dentist and they have a posterior open bite from using the aligners. This needs to be treated by an in-person orthodontist. This issue us causing problem with their front teeth bearing the brunt of their bite force. They have several teeth that do not align and grind together when they eat and this needs addressed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.